Event description:
The manufacturer received information alleging the dreamstation 2 advanced auto CPAP device power supply is hot and display is not working. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for evaluation. External and internal inspection of the device and observed the following: evaluation notes: - customer complaint replicates the pca need to be replaced? - yes note additional failures observed: - pca contaminated, ui bezel damage, hate plate contaminated was customer complaint able to be reproduced? - yes note why parts to be replaced: - scrap per deviation v01500886